Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 6944-65 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the device and right ventricular (rv) lead migrated in the pocket causing discomfort and site pain to the patient. The pocket was revised. The device and rv lead remain in use. No patient complications have been reported as a result of this event.